Event description:
It was reported that pump displayed malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump and reload cartridge, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if issue returned, and insulin delivery had not yet been resumed by the end of the call.